Event description:
The medtronic/minimed sof-set ultimate qr does not have the correct safety equipment. This is repeated and continues to be a monthly problem. It has resulted in infections in the insertion site of the insulin pump needle. The sets do not have needle covers or caps on the pump end of the tubing. This has occurred over 6 months.